Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.